Event description:
It was reported that during a pacemaker to cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure, the patient went into a combination of atrial fibrillation (af) and ventricular fibrillation (vf) while the new left ventricular (lv) lead was being placed. The pocket was opened using electrocautery. Review of strips showed a significant amount of cautery noise, and asynchronous pacing is occasionally seen. There is one beat of ap-noise that occurs at the same time as a ventricular beat, which blanks the device from seeing the intrinsic beat. The av delay times out, and paces in the ventricle. Immediately after, af and vf begin. It is unclear whether the af and vf were triggered by r on t or if the af may have been triggered by residual energy on the leads due to electrocautery. The strip later shows successful external cardioversion to a-v sequential pacing. This lv lead was removed prior to pocket closure and a different lv lead model was successfully implanted. The pacemaker was explanted, and the upgrade procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.this lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker to cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure, the patient went into a combination of atrial fibrillation (af) and ventricular fibrillation (vf) while the new left ventricular (lv) lead was being placed. The pocket was opened using electrocautery. Review of strips showed a significant amount of cautery noise, and asynchronous pacing is occasionally seen. There is one beat of ap-noise that occurs at the same time as a ventricular beat, which blanks the device from seeing the intrinsic beat. The av delay times out, and paces in the ventricle. Immediately after, af and vf begin. It is unclear whether the af and vf were triggered by r on t or if the af may have been triggered by residual energy on the leads due to electrocautery. The strip later shows successful external cardioversion to a-v sequential pacing. This lv lead was removed prior to pocket closure and a different lv lead model was successfully implanted. The pacemaker was explanted, and the upgrade procedure was completed. No additional adverse patient effects were reported.